Manufacturer narrative:
Concomitant medical products: evproplus-29us, transcatheter valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead "had moved a bit" and exhibited undersensing and diminished sensing. The lead remains in use. No patient complications have been reported as a result of this event.